Manufacturer narrative:
E.1. (B)(6) . There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2 it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: catalog: 442023 batch no.: 5035898 customers claim a sunken/wrinkle septum defect and leakage. Photo of a sunken/wrinkle septum was received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for sunken septum or damage septum. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected and inspected for cap seal integrity with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photo received. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of damage, contamination, or deterioration. Vials displaying evidence of damage or contamination such as leakage, cloudiness, discoloration (darkening), bulging or depressed septum should not be used. To minimize the potential of leakage during inoculation of specimen into culture vials, use syringes with permanently attached needles or bd luer-lok¿ brand tips. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.